Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm with a dilated left common iliac artery (cia). On an unk date in (B)(6) 2012, a follow-up computed tomography scan revealed disease progression in the left cia. No endoleak or aneurysmal growth was reported. On (B)(6) 2012, the physician extended the contralateral leg of the existing graft system with an iliac extender component. The aneurysm was successfully excluded, and the pt tolerated the procedure.

Manufacturer narrative:
Results ¿ a review of the mfg records for the device verified that the lot met all pre-release specifications.